Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic ulcer. It was reported approximately twelve and a half years later follow up CT revealed a type ia endoleak where the aneurysm neck has dilated. The right ipsilateral limb has dilated below the (16/16/85) graft. The portion below the limb is dilated to 20mm. Distal to the left limb flared limb has dilated to 45mm and the internal iliac is occluded. It was noted that there was loss of seal distally in both limbs. Per the physician the cause of the event was anatomy related due to disease progression. It was reported that an intervention procedure was performed. Approximately three months later. A non-mdt stent was implanted in the left renal and an endurant cuff etcf3232c49e was implanted proximally. It was reported the cuff was deployed first and then the renal stent. Endurant limb etlw1624c82e was implanted to extend the right limb. Endurant limb etlw1616c124e was implanted in the left limb at the level of the flow divider and etlw1610c199e was implanted to extent to the left external iliac artery. Ballooning of all devices was carried out during the procedure. It was reported that final angio showed that the cuff was hung on the previously placed non-mdt renal stent. An attempt was made to extend the stent however the physician was unable to advance a renal extension stent and the decision was made to complete the procedure. After the procedure it was reported that the patient suffered from impaired renal function. It was reported as per the physician that the patient¿s creatine levels increased from 1.9 the day after the procedure to 3.5 two days afterwards and urinary output was good. The physician believes the patient will make a recovery. No additional clinical sequalae were reported and the patient will be monitored.